Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities on the returned bisector. Investigation was completed and the device passed the resistance measurements. The complaint is not confirmed for the bisector would not heat up since there were no non-conformances discovered during the investigation. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure in 2009, the device misfired. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Six days later, maquet territory manager obtained the following from the harvester who was performing the procedure, "bisector would not heat up right from the beginning so would not cauterize. Staff unplugged, replugged, and performed a complete new re-set up unsuccessfully. They finally replaced the device and were able to complete the procedure without any further problems."